Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needles break? Was it noticed already broken in package before opening? Did they break during dispensing? Did they break during use on patient-while suturing? What part of needle was the breakage noticed ( i.e. Swage, central portion of needle, tip of needle)? Did the needle or needle piece break during use and fall into patient? If yes, was it removed? What measures were taken to retrieve the broken piece? Please specify what was done? At what location was the needle found? Was the needle or needle piece removed during the same initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? If not removed, does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Were there any patient consequences/ae report as a result of the event report? Has there been any medical or surgical intervention performed? Patient's current condition? Any used/unused sample available to be returned for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure in 2018, suture was used. During the procedure, the needle of the suture broke. There was no patient consequences reported. Additional information has been requested.